Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins had lost 60 lbs since they first got their device and the ins moves in the pocket and sits on the skin. The patient reported that the patient was walking through a foot of snow on (B)(6) 2017 and missed a step and fell and landed right on their ins. The patient could no longer feel stimulation and thought there might be something wrong with the system. It was noted that the patient had last charged their ins on (B)(6) 2017 and they typically charge the system every 7 ¿ 10 days. No further complications are anticipated.